Event description:
It was reported that the two foley kits were exactly the same. Stated that one foley kit had a sticker that contains latex, and one did not. Customer had different item numbers but were stocked in the same bin and used the same from a nursing perspective. Item#a300316a had a white sticker that stated it contains latex and item#a899916 had no sticker, and it did not indicate that it was latex free and customer did not know if it contained latex or not. Customer preference: item#a300316a had a white sticker that stated it contains latex and latex sticker was in lower righthand corner. The user would recommend a bright pink sticker or something a little more flashy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one unopened (with original packaging), sure step foley tray system. Visual inspection of the sample noted the sure step foley tray system not labeled with the latex sticker. The photo sample provided shows material number "a300316a" with the white sticker which stated latex. Also noted that "a899916" not having the label does meet specification it does not request the latex label, so the reported catalog meets the requirements according to the applicable documents. The device history record and labeling review was not required since the reported failure was unconfirmed but was completed prior to the event being unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the two foley kits were exactly the same. Stated that one foley kit had a sticker that contains latex, and one did not. Customer had different item numbers but were stocked in the same bin and used the same from a nursing perspective. Item#a300316a had a white sticker that stated it contains latex and item#a899916 had no sticker, and it did not indicate that it was latex free and customer did not know if it contained latex or not. Customer preference: item#a300316a had a white sticker that stated it contains latex and latex sticker was in lower right hand corner. The user would recommend a bright pink sticker or something a little more flashy.